Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident reported from this lot. The investigation determined that anatomical conditions are the likely contributor to the reported difficulties to remove from the anatomy. It is likely as reported, the difficulty to remove the ht infiltrac was due to challenging anatomical conditions involving the heavily calcified mid right coronary artery. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery that was heavily calcified and mildly tortuous. The ht infiltrac guide wire was difficult to remove from the anatomy due to the severe calcification. The procedure was continued with a non-abbott guide wire. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.